Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion cytology brush. The cytology brush was advanced through the accessory channel of the endoscope . While trying to advance the brush, the inner wire penetrated the outer sheath near the handle. Another device was used to complete the procedure. There was no injury to the user. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. One sealed device from the same lot number was evaluated. During our laboratory analysis, the device was advanced through a duodenoscope that is in a simulated biliary position. The duodenoscope has an accessory channel that is 2.8mm in diameter. After advancement through the endoscope, the brush was advanced from the sheath. Resistance was not encountered when advancing and retracting the brush. Damage to the sheath near the handle did not occur. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: if the device was placed in a particularly tortuous position this could create resistance in brush advancement and encourage an application of excessive pressure. If the handle of the device experiences excessive pressure during use, perhaps in response to brush extension difficulties, penetration of the outer sheath and shrink tubing by the drive wire may occur. Brush extension difficulty can occur if the elevator of the endoscope has been tightly closed onto the catheter of the cytology brush. This can clamp the outer sheath and constrict movement of the brush drive wire. If the drive wire is restricted while added pressure is applied to move the handle, this could contribute to drive wire penetration of the outer sheath and shrink tubing. Prior to distribution, all fusion cytology brushes undergo visual and functional inspection to ensure device integrity. The functional test includes manipulation of the handle to ensure smooth brush extension. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.